Event description:
It was reported that a patient had to go to the emergency room and be treated for hyperglycemia and dehydration without ketones. The patient was wearing the pod for 24 to 36 hour son the abdomen. The patient had blood glucose levels of 311 mg/dl. They were treated with intravenous therapy with fluids. The patient was released after 3 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.